Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis found that the one grip was bent, causing side-to-side misalignment of the grips. There was a .109 offset at the tips. The bent grip had separation of the yaw pulley and the pulley cover at the glue joint, indicating overloading at the tip. The instrument passed electrical continuity testing. There was an indentation at the edge of the distal pulley and visible scratches on the surface of the pulley. The evidence was inconclusive, but the damage was likely due to mishandling/misuse. Failure analysis also observed that the distal end of the main tube had various scratch marks exhibiting light material removal and a rough surface finish. The scratches were short in length and not axially aligned with the tube. The evidence was inconclusive, but the damage was likely due to mishandling/misuse. No other damage was found. The instruments and accessories user manual specifically states: warning: read all instructions carefully. Failure to properly follow instructions may cause improper functioning of the device. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
It was reported that the pk dissecting forceps instrument stopped cauterizing mid-procedure and the jaws were not aligned correctly during a da vinci total benign hysterectomy procedure. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.